Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during orthopedic surgery, the thread was thin and broke. The color was also light. A new product was taken out to complete the case. There was no patient injury.